Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional patient or event information is available. The device was returned for evaluation. A visual exterior inspection was performed and no defects were found. Functional testing was performed and the test passed. A review of the downloaded data log observed a screen error alarm, firmware errors and a hardware error. The reported event that the receiver will not turn on was confirmed through data log review. The root cause could not be determined.